Event description:
The customer reported the system was "hanging". The fse indicated the system failed to boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and returned to service.